Manufacturer narrative:
Please disregard the previous supplemental report. The previous investigation was inadvertently reported for the incorrect pump. Follow-up #2: date of submission 01/29/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: the keypad was intact, but all of the buttons were intermittently responsive. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the display was dim and discolored. Also unrelated, the battery cap was stripped and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the original complaint could not be duplicated. There was no visible damage to the keypad and all of the buttons responded properly. Contamination was found under the contrast button contact when the keypad was removed. Unrelated to the keypad complaint, the pump booted to the verify screen with a dim and discolored contrast. Also unrelated, there was a crack along the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow buttons were intermittently responsive and required multiple button presses. The reporter denied any damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.